Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook (pch) had a part of the instrument tip dislodged. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown what surgical task was being performed at the time of the device fragment falling into the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. It is unknown if the instrument collided with any other instrument or hard material during surgical procedure. The instrument fell inside of the patient. It is unknown if the instrument was removed during the surgical procedure, prior to the breakage. The or would have straightened the wrist prior to removal. It is unknown if the surgical staff felt any resistance upon final removal of the instrument through the cannula. Upon final removal of the instrument the wrist was straightened. It is unknown if the staff felt any resistance. The surgical staff did not notice any damage to the cannula or the instrument. The fragment was removed with another laparoscopic instrument. The customer retrieved only one fragment. No additional surgical procedure was required to remove the fragment. No post operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive has received the pch instrument; however, failure analysis is in progress. Image review did not reveal any apparent issues; nothing visibly abnormal was observed in the provided image.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have missing posts at the distal clevis. The posts were not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Device evaluation: on 11-aug-2025, further failure analysis evaluation was performed. The permanent cautery hook (pch) instrument was found to have a broken monopolar yaw pulley at the posts. Broken pieces are missing as a result of breakage. The size of the missing piece(s) is approximately 1.58mm x 1.39mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.